Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using the same fingerstick. The results were 110, 100 and 150 mg/dl. Reporter did not have any symptoms. Control solution testing was not done due to unavailability of supplies. On follow-up the reporter stated that reporter checks the confirmation dot for enough blood when testing. The reporter had done a control solution test, and that the result was in range. No harm was alleged.